Event description:
It was reported to nova biomedical that a consumer received results of 286 mg/dl and 236 mg/dl on their blood glucose meter. The consumer then tested on another glucose meter getting results of 166 mg/dl and 106 mg/dl on the other meter. The consumer then based their insulin intake on the higher readings which may have caused a hypo-glycemic episode which did not require any medical intervention. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.